Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of implantation. This event was reported by the patient's legal representation. The surgeon is: (B)(6). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted into the patient during a laparoscopically assisted vaginal hysterectomy, right salpingectomy, anterior and posterior repair, enterocele repair, perineoplasty, advantage fit retropubic urethropexy and cystoscopy procedures performed on (B)(6) 2018 for the treatment of symptomatic pelvic prolapse, cystocele, rectocele, and stress urinary incontinence. On (B)(6) 2018, the patient went for a follow-up visit. It was reported that the patient has a complete retention at the hospital. A catheter was inserted into the patient for a few days. The patient also had a urinary tract infection and was treated with bactrim. Medications were also given to the patient for the treatment of candidiasis and bacterial vaginosis. On (B)(6) 2018, the patient went for another follow-up visit with a chief complaint of lower left quadrant pain with certain movements. The patient was given a doxycycline hyclate for the treatment of vaginitis and was advised to take motrin and place cold packs behind pubic bone to help inflammation. On (B)(6) 2019, the patient had a complaint of abdominal pain, vaginal bleeding and leaking when laughing or spontaneous with walking and sneezing. The patient was given an antibiotic medications for the treatment of acute urinary tract infection and bacterial vaginosis. On (B)(6) 2019, the patient had a recurrent urinary tract infection. During vaginal examination, the patient was noted to have a distal second degree cystocele. A mild tenderness in area of bladder suprapubic was observed and sling not exposed or under tension. The patient also reports dyspareunia. The patient was given an antibiotic medication for the treatment of urinary tract infection.

Manufacturer narrative:
Blocks b5 and h6 have been updated based on correction received from medical safety on february 27, 2022. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018, was chosen as a best estimate based on the date of implantation. Block e1: this event was reported by the patient's legal representation. The surgeon is: dr. (B)(6). Block h6: patient code e1405, e2326, e1906, e1901, e2330, e1309, e1310 and e1002 captures the reportable events of dyspareunia, inflammation, infection, bacterial infection, pain, urinary tract infection and abdominal pain. Impact code f12 has been used in the light of this patient had filed a legal claim for the injuries related to the device. Impact code f2303 captures the reported events of patient underwent an antibiotic treatments. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit device was implanted into the patient during a laparoscopically assisted vaginal hysterectomy, right salpingectomy, anterior and posterior repair, enterocele repair, perineoplasty, advantage fit retropubic urethropexy and cystoscopy procedures performed on (B)(6) 2018 for the treatment of symptomatic pelvic prolapse, cystocele, rectocele, and stress urinary incontinence. Medical and surgical history included chronic back pain with cervical vertebral surgery and congenital "missing" lumbar vertebrae, spinal cord stimulator placement and removal one year later, rheumatoid arthritis, depression, anxiety, post-traumatic stress disorder, cholecystectomy, appendectomy, pelvic inflammatory disease followed by recurrent urinary tract infections (15-20 per year prior to hysterectomy), frequency of urination treated with oxybutynin. On (B)(6) 2018, the patient was seen for follow up. She was sent home with a foley catheter due to urinary retention of 700 cc on post-op day 1. The foley catheter was removed and after an hour could only void a few drops. She was shown how to self-cath and advised to drink more water. On (B)(6) 2018, the patient went for a follow-up visit. It was reported that the patient has a complete retention at the hospital. A catheter was inserted into the patient for a few days. The patient also had a urinary tract infection and was treated with bactrim. Medications were also given to the patient for the treatment of candidiasis and bacterial vaginosis. On (B)(6) 2018, the patient went for another follow-up visit with a chief complaint of lower left quadrant pain with certain movements. The patient was given a doxycycline hyclate for the treatment of vaginitis and was advised to take motrin and place cold packs behind pubic bone to help inflammation. On (B)(6) 2019, the patient had a complaint of abdominal pain, vaginal bleeding, vaginal pain, and leaking when laughing or spontaneous with walking and sneezing. She also reported pain for one month, cramps, and feels like her bladder is falling. The patient was given an antibiotic medications for the treatment of acute urinary tract infection and bacterial vaginosis. On (B)(6) 2019, the patient had a recurrent urinary tract infection. It was noted she had 15-20 utis in the past year. She also reported vaginal pain with intercourse. During vaginal examination, the patient was noted to have a distal second degree cystocele. A mild tenderness in area of bladder suprapubic was observed and sling not exposed or under tension. The patient was given an antibiotic medication for the treatment of urinary tract infection.